Event description:
Healthcare professional reported the reason for removal as "baker iii capsule¿ and "ruptured". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "baker iii capsule¿ and "ruptured".

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is not related to the device. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a2, b1, b5, d4, e1, h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade iii," "rupture," and exchange from textured to smooth implant due to the patient's concerns with the product. Device has been explanted and replaced.